Event description:
Tip of needle of a o vicryl ur-6 suture broke off after one pass through abdomen. Both pieces were recovered and accounted for. An x-ray was obtained at end of the procedure, the results were negative per radiology. There was no harm to patient. Manufacturer response for needle, o ur-6 (per site reporter): hospital has requested to meet with the ethicon sales rep to discuss the multiple needles breaking.